Manufacturer narrative:
The device was returned for analysis without a specific event or complaint. A failure event was observed during analysis. Final analysis found the device battery to have depleted prematurely. It was found that excessive current drain on the hybrid due to an anomalous integrated circuit (ic) on the hybrid was the cause of the premature depletion.

Event description:
This report is to advise of a failure event observed during analysis.